Manufacturer narrative:
B5: the reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -10.50/2.0/045 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6)2023. Pigment dispersion and anterior chamber inflammation was observed. Oral steroids and topical steroids were used to reduce the inflammation. On (B)(6) 2023 the lens was explanted and the problem was resolved. Cause reported as unknown. Claim#: (B)(4).

Manufacturer narrative:
H6-health impact:4644- oral steroid and topical steroid eye drops. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5 12.1 implantable collamer lens of -10.50/2.0/045 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. Pigment dispersion and anterior chamber inflammation was observed. Oral steroids and topical steroids were used to reduce the inflammation. On (B)(6) 2023 the lens was explanted and the problem was resolved. Cause reported as unknown.